Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4: additional device information - catalog number ¿ correction. D10: device availability ¿ additional. G4: date received by manufacturer ¿ additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred on for transmitter serial number (B)(6). However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test with nordic bluetooth device was performed and passed. No share log was available for review. Bin file review was performed and passed. A review of the bin file was performed and transmitter failed error was not found within the investigation window for serial number (B)(6). The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.